Event description:
It was reported that during a ptca treatment procedure, the maverick otw 20/1.50 mm balloon ruptured at below the rated burst pressure after the initial inflation (the number of atms reached on the initial inflation is unknown.) No pt injuries or complications were reported.